Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2014 with the following findings: the returned battery cap was found to be damaged; the coin slot on the top of the battery cap was worn. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/31/2014.